Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with post-paced t-wave oversensing (pptwos). No changes were reported. There were no patient consequences.

Manufacturer narrative:
Additional information: e1, e2, e3, g2, h2 - healthcare provider and facility information.